Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to low readings.

Event description:
It was reported that the customer was receiving the sensor error alert. The customer's blood glucose was 256 mg/dl at the time of the call. Troubleshooting was done. The customer also mentioned that the night prior he experienced high blood glucose levels of over 400 mg/dl. At the same time, he received a sensor glucose reading of 300 mg/dl. The customer did not complete troubleshooting because he received a calibration error and wanted to just remove the sensor. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.